Event description:
The affiliate reported that after implantation of the device, gait disorder, dementia, and urinary incontinence were noted. It was also noted that the device would not reprogram the pressure. A blockage along with a breakage of the distal catheter was found. As a result, the device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and / or pressure tests and it appears to have caused the difficulty encountered by the customer. The peritoneal catheter (distal) seems to be clean cut which could suggest that they device may have come in contact with a sharp object, and the ventricular catheter (proximal) has a jagged edge which could be associated with a break. These events could have happened during the implant or explant. This however, could not be determined review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.